Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was not received for evaluation. The reported condition of a fractured driver tip was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. This report is linked to (B)(6) 2020, 0002023141-2020-01387.

Event description:
Doctor reports that the hxl1.25 driver tip fractured and that the unknown legacy zimmer implant had to be removed. Tooth site #12.